Manufacturer narrative:
Per the tandem user guide, in the personal profiles screen, the currently active profile is positioned at the top of the list and is indicated as on. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was very low (severe hypoglycemia) with slurred speech. The customer had not turned on the pump "carbs" setting. As a result, the customer inadvertently administered 10 units of insulin instead of 2 units. The customer corrected the bg level to 200 mg/dl.